Event description:
Have had shocks not recorded. Recorded battery life gained life then suddenly was depleted. Was woken in middle of night by extreme vibration, went to hospital and drs had trouble finding link to my specific serial number. Wasn't first time that happened. With device check had problems linking to machine. Have been told I had three months then the next time it was five then four then during a home monitoring I was supposed to have three and one half but then two days later in the ER I was told that it was depleted. I was admitted on friday and drs don't wish for me to leave hospital until unit is replaced. I am a very outdoorsy person. I have ptsd and anxiety issues. For me to be hospitalized this long without fresh air, contact with my support/service dog that sleeps with me has been extremely stressful. My family has been put in a rough situation because it's almost an hour one way driving to visit. This could have been avoided with planning. I was not notified that my ICD was under recall and then to find out that they were bought by another company. My doctors had problems finding out about my device because my serial numbers weren't coming up. I am very frustrated, concerned and anxious. Numerous tests were conducted on the device which I had mentioned to my cardiologist that I had been shocked but nothing had shown up on their reports. I know that I was shocked because it definitely was breathtaking.